Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 24 and 36 hours in the arm. The patient lost consciousness during the night due to hypoglycemia and reported she woke up in the hospital. The patient also reported the day prior to hypoglycemia episode, she had been treated in the hospital for a stroke. The patient was treated with sugar water and intravenous fluids. The pod was worn at time of admission.